Event description:
The pump was received in the biomedical engineering dept with a note that indicated "low delivery". The customer contact states there is no way to track the device to a user, pt or nursing unit to obtain more info. No incident report was written. There was no indication of any adverse pt event.